Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. Evaluation could not determine the cause of the event as the pipeline was found fully opened and released from the capture coil; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Event description:
Re-treatment of a previously coiled aneurysm located in the left ica (internal carotid artery). During the procedure, it was reported that the pipeline (4.25mm x 14mm) released very slowly from the capture coil and the proximal end was very slow to open. The pipeline was removed from the patient without issues. A new pipeline was deployed in the patient. No patient injury was reported as a result of the procedure.